Event description:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("fallopian tubes inflammation") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced salpingitis (seriousness criterion medically important). It was unknown whether any action was taken with essure. No causality assessment was received for essure with regard to salpingitis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("fallopian tubes inflammation") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced salpingitis (seriousness criterion medically important). It was unknown whether any action was taken with essure. No causality assessment was received for essure with regard to salpingitis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of ptc. (B)(6) 2022: no new information added. Processed with follow up 1st. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.